Event description:
It was reported that the user experienced prolonged hyperglycemia with sensor readings over 300 mg/dl for approximately six hours, felt ¿high,¿ and noted dehydration, and after changing the infusion set on the ilet, blood glucose began to decline from 284 mg/dl to 252 mg/dl; the user suspected infusion site scar tissue affecting insulin delivery, used backup subcutaneous insulin while remaining connected to the ilet, and received education on disconnecting when using injections and on site rotation, with replacement supplies arranged. Symptoms included elevated blood glucose and dehydration. Outcomes included recovery in progress without alerts or alarms and without hospitalization. Investigation included troubleshooting with user guidance and provision of site placement education. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a suspected infusion site or set-related delivery issue that improved after site change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.